Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the information provided. The returned device was received and reviewed and the event was determined to be reportable. A final report will be filed upon the completion of our investigation.

Event description:
It was reported that the swg kinked. The doctors feel like the swg's are kinking often when the dilator is being inserted over the swg. They feel the wires, especially the j part, is much softer than in the past. They feel the wires are flimsy and do not want to use them. As a result, a new kit was opened and used successfully to complete the procedure. There was no delay in treatment. No complications or death occurred to the patient.